Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and this right atrial (ra) lead exhibited low p wave amplitudes and a high out of range pacing impedance, greater than 3000 ohms. The device was programmed unipolar and this ra lead was not in use. This ra lead remains in service. No adverse patient effects were reported.